Event description:
On two occasions, rptr has seen small floating objects in the final tpn solution. Rptr believes these are small plastic shavings which are dislodged as the bags are injected with additives. To rptr's knowledge, these have not harmed any pts, rptr always uses an in-line filter during infusion. Approx size and appearance of the objects. (*)